Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged nasal/throat irritation or soreness,water cloudy,congestion in device related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information from patient alleging nasal/throat irritation or soreness,water cloudy,congestion related to a CPAP device's sound abatement foam. There was no report of patient harm or serious injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error code found. The third party service center concludes that they couldn't confirmed the customer's allegation and there was no evidence of visible foam degradation and unit is scrapped. Section d8, d9, h2, h3 and h6 were updated.